Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy dialysate. Six days later, the pt was hospitalized for the event. On an unreported date, the pt was treated with ciprofloxacin (500mg, route, and frequency not reported) and vancomycin (1g, IV-intravenous, and frequency not reported). The cause of peritonitis was not reported. At the time of this report the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.